Event description:
A report was received that a pt underwent a pocket revision due to discomfort. The pt had lost a significant amount of weight, (not device related) causing the extension to "bulge out." Upon revision, the physician chose to only relocate the patient's pocket site. Nothing was implanted or explanted and the pt is reportedly doing well following the procedure.